Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent positioning problem occurred. The chronic totally occluded target lesion was located in the distal right coronary artery. After implantation of a 3.00mmx38mm synergy ii everolimus-eluting stent, a 3.00mmx32mm synergy ii everolimus-eluting stent was advanced distal to the previously implanted 3.00mmx38mm synergy ii everolimus-eluting stent. The physician pulled back the 3.00mmx38mm synergy ii stent however, the 3.00mmx32mm synergy ii stent got hung up on the stent strut of the previously implanted 3.00mmx38mm synergy ii stent. The physician decided to implant the stent and performed post-dilation. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.